Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the material remained in the device because reprocessing was not conducted properly due to the discovered leak from the distal end. The event can be detected and prevented by handling the device in accordance with the following IFU: cf-hq1100dl/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Cf-hq1100dl/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a cut on the bending section cover. Upon further inspection, it was observed that there was foreign material in the air/water tube. The foreign residue was likely remains from a previous procedure. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the insulation resistance value does not meet the standard value due to damage on the connecting tube. It was also observed that the suction, air, and water cylinder had no color. It was observed that the image guide protector was shaved. It was also observed that the plastic distal end cover had a crack. It was observed that the universal cord had a wrinkle. These additional defects were due to normal wear and tear or caused by customer handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the grip, switch box, scope connector case and on the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope has air/ water leakages. The reported issue occurred during preparation of use for an unknown procedure there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the air/water tube, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.